Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use a device alert occurred. The display showed "con proc failed" and the ventilator continued to operate. The pt was manually ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.